Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing of noise. The first shock had put the patient in ventricular tachycardia and the other shock converted the patient back to sinus rhythm. The s-ICD remains in service and there were no adverse patient effects reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing of noise. The first shock had put the patient in ventricular tachycardia and the other shock converted the patient back to sinus rhythm. The s-ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.